Manufacturer narrative:
Covidien/medtronic reference: (B)(4). This follow-up is being submitted for additional information.

Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and there were no difficulties inflating/deflating the cuff and the cuff held air throughout the duration of the leak tests. A mold line was observed on the cuff, however there was no impact to functionality of the cuff.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
Prior to use, a crack was confirmed on the center of the tracheal cuff. There was no patient involvement.